Event description:
Physician reported the patient experienced cloudy and blurry vision one month postoperative implant of the intraocular lens (iol). Visual acuity gradually reduced from 20/20 to 20/30. Surgeon suspects the implanted iol may be opacified.

Manufacturer narrative:
The intraocular lens remains implanted. Batch records and raw material records were reviewed and showed no deviations. Review of complaint records revealed that no complaints were received for remaining iols in this batch record. While we are unable to definitively determine the cause of this event we do not believe it is manufacturing related. Lens remains implanted